Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up. Upon troubleshooting the rse determined that the host pc was not turning on automatically and needed to be turn on manually. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found issue with the host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc by the fse resolved the reported issue and restored the functionality of the system. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.